Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had left hip surgery in 2008. Was tested by doctor; has leukemia as of (B)(6) 2016. Patient alleged that his illness was caused by chemical from his devices. Experiencing poor appetite due to throat issues & choking, poor balance, & unsteady on feet, has fallen and broken both of her hands at different times. Had low grade fever, yellowish discharge from ears, sciatica on left side of her body, lethargic. Patient is taking several medications as a result.

Manufacturer narrative:
An event regarding disassociation and fretting involving a lfit v40 cocr head that was mated with an accolade stem. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the provided medical records were submitted to a consulting clinician who indicated, patient underwent an uncomplicated pressfit total hip arthroplasty on (B)(6) 2007. She had a normal post operative course. Reportedly the patient developed leukemia sometime after the implantation of the tha. No evidence for a correlation between these events was initially presented. I have subsequently received an operative note and discharge summary from 2018 detailing failure of the index tha requiring revision surgery. In the operative note the surgeon notes that there was extensive remodeling of the trunnion and head dissociation with extensive metallosis staining the tissues. Further information would be required to establish any correlation with the patients developing leukemia. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient had left hip surgery in 2008. Was tested by doctor; has leukemia as of (B)(6) 2016. Patient alleged that his illness was caused by chemical from his devices. Experiencing poor appetite due to throat issues & choking, poor balance, & unsteady on feet, has fallen and broken both of her hands at different times. Had low grade fever, yellowish discharge from ears, sciatica on left side of her body, lethargic. Patient is taking several medications as a result. Update 08/21/2018: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about april 17, 2007. It is further alleged that she suffered injuries as a result of implantation of the device at issue, device recall, and excessive levels of chromium and cobalt in her blood. Patient has not yet scheduled a surgery for explantation of the femoral head. Update 04-oct-2018: as per revision opt report provided by legal, patient was revised on october 1, 2018 due to disassociation.

Manufacturer narrative:
An event regarding alleged patient factors involving a metal head was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the provided medical records were submitted to a consulting clinician who indicated, "no primary harm was identified." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The provided medical records were submitted to a consulting clinician who indicated, "no primary harm was identified." A recall verification response confirmed that reported device was part of the recall by the lot number, however, the investigation closure was outside the scope of the recall. No further investigation for this event is possible at this time. If devices and/or insufficient information become available to stryker orthopaedics, this investigation will be reopened.

Event description:
Patient had left hip surgery in 2008. Was tested by doctor; has leukemia as of (B)(6) 2016. Patient alleged that his illness was caused by chemical from his devices. Experiencing poor appetite due to throat issues & choking, poor balance, & unsteady on feet, has fallen and broken both of her hands at different times. Had low grade fever, yellowish discharge from ears, sciatica on left side of her body, lethargic. Patient is taking several medications as a result.